Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the eval once it is completed.

Event description:
A report was received alleging that the listed tracheostomy tube had been in use for two hours when the pt was found sweaty, agitated, and gasping for air. The tube was immediately replaced and mechanical ventilator pressure was increased. Following tube replacement and ventilation, the pt calmed and improved in condition. The reporter stated that they were unable to identify any problems with the tube and that they are unsure what caused the pt event. No permanent adverse effects to pt reported.